Manufacturer narrative:
(B)(4). This complaint was not confirmed due to a lack of sample. The cause of the complaint was not determined. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (indicating air in the cassette) which occurred on the home choice (hc) machine during dwell 1. The home patient (hp) was connected at the time of the alarm and the cause of the alarm was undetermined. The patient ended therapy and the proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).the device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.